Event description:
Pt is ten mos status post fracture of the left hip with an austin-moore prosthesis from another facility. Over the last several mos, she has been unable to walk, complaining of a lot of left hip pain over the greater trochanterian region into the groin area. She has had a course of physical therapy, anti-inflammatory drugs, and an injection of celestone without significant improvement in her symptoms. Pt admitted for revision to a total hip prosthesis.